Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient had uneventful ilasik in both eye on (B)(6) 2014. Patient presented at one day post treatment follow up visit with peripheral striae in both eyes (left eye more than right eye). Visual acuity sans corrected (vasc/uncorrected visual acuity) was 20/20 for both eyes but patient complained that left eye was fuzzy. Surgeon elected to flatten striae in right eye with a sponge and completed a lift and stretch in left eye. Account requested for post operation visual acuity (since the lift) but had not received information.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.